Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated treatment was then initiated and completed on the cycler with no issues noted. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A load cell verification test was performed and the cycler was found to be within tolerance an investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions or defects that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. While reviewed the patient¿s treatment records for an unrelated event, it was discovered that the patient had drained 4656ml during cycle three of their treatment. This value was 233% the patient¿s fill volume of 2002ml. After reviewing the treatment history, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient did not experience any symptoms or require medical intervention as a result of the iipv event. The patient did not miss any treatments as a result of the event and manual supplies were used while the cycler was unavailable. The patient received a replacement cycler and was able to continue with therapy without complications. Additional information was requested but is unavailable.